Manufacturer narrative:
(B)(4). The reported issue of the system error 2240 was confirmed. The root cause of the system error 2240 was due to an incomplete prime. An incomplete prime is a known cause of a system error 2240 alarm.

Event description:
It was reported that a system error 2240 (air in tubing) occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm and had not disconnected prior. The technical service representative (tsr) had the home patient (hp) power cycle the hc to end therapy and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.